Event description:
During service by baxter, defective user interface module printer circuit board (uim pcb) was found. According to the hospital representative, no patient injury or medical intervention had been reported related to the device. No additional information or contact was available.

Manufacturer narrative:
Evaluation summary: evaluation was performed. Failure code 703:00 on channel c was found in the event history of the device. Inspection of the pump found in the event history of the device. Inspection of the pump revealed defective user interface module printer circuit board (uim pcb) was due to failure code 703:00. The uim pcb was replaced. The pump was tested for proper operation and pump found to function properly.